Event description:
It was reported that a hole at the beginning of two catheters were noted prior to use. This report addresses the first catheter.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. Two 3 fr single lumen per-q-cath catheters were returned for evaluation. An initial visual observation showed use residue on the returned samples. Damage was observed in the catheter tubing of both samples just distal to the strain relief of each sample. A microscopic observation revealed splits in each catheter just distal to the strain relief. Additional, more extensive damage was observed on the interior wall of each sample. The edges of these splits were observed to be rough and thin, but mostly straight. Abrasive damage was also observed near the splits on the surface of the interior wall of each sample. The shape, location, and extent of the damage observed in the returned samples indicate the catheters were most likely damaged due to excessive friction from the internal stiffening stylet, which can occur if the stylet is not properly hydrated, if the stylet is inserted or withdrawn quickly and/or at a sharp angle, or due to excessive manipulation of the stylet.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3534 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole at the beginning of two catheters were noted prior to use. This report addresses the first catheter.